Event description:
N/a.

Manufacturer narrative:
Tw # (B)(4). The lot # 3000458380 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Tw # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was not cutting and sealing properly. No troubleshooting steps were taken, they just opened another kit which worked perfectly. There were no issues with the power supply. The power setting at 3. Unknown if there was a time out issue. Unknown if the polyfuse was in effect. Unknown if the pre-cautery test was performed. There was a delay of a few minutes. There was no patient harm.